Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the adhesive issue and kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare

Event description:
Customer reported increased blood glucose levels which reached 427 mg/dl. When he removed the pod, he noticed the adhesive was missing and the cannula looked kinked. The pod was worn between 4-24 hours. Insulin history is as follows: 11:11a 344bg, 12.40u; 1:23p 343bg , 4.15u; 6:17p 271bg , 17.5u, 55g; 12:22p 427bg ,15u; 4:12p 358bg, 11.95u.